Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead alert was triggered. The rv lead was in the bipolar mode when the alert triggered. Therefore, the sensing for the lead was changed to tip to coil. Now, approximately three months since that programming change the alert has triggered again. The rv lead has now exhibited high/undefined pacing impedance for tip to ring vector and the tip to coil impedance remains stable. It was noted that the impedance alert goes for either vector regardless of which is actually being used for pacing/sensing. A possible lead fracture is now suspected. The rv pacing impedance alerts for the rv lead were programmed off and the rv lead continues to remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the ER (emergency room) with a lead integrity alert (lia) triggered for the right ventricular (rv) lead and then experienced five inappropriate shocks due to oversensing. A rv lead noise warning had also triggered for the rv lead. It was noted that the lia triggered due to high rate non-sustained episodes and pacing impedance variation. There was also instances of high/undefined pacing impedance. A lead fracture was confirmed and the rv lead was turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, the impedance trend of the right ventricular pacing lead was variable, there was oversensing due to non-physiologic signals/sensing integrity counter, and there was unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) have now been explanted.